Event description:
It was reported that during a ptca procedure for in-stent restenosis, the balloon was inflated several times and appeared to get hung up on the stent. The physician experienced removal difficulties and the shaft separated during removal. The distal segment was removed with a snare. Patient status is listed as "okay".